Manufacturer narrative:
A medical safety review of the event was completed. The patient, with obesity and significant cardiac history, presented for redo mitral valve surgery with CABG ×1, which was completed. During attempts to separate from cardiopulmonary bypass, the patient developed severe right ventricular failure. Multiple attempts to wean from bypass were unsuccessful despite maximal medical therapy. Given refractory rv failure, the decision was made to place an impella rp flex. Device placement was attempted on (B)(6) 2025 via percutaneous access of the right femoral vein. Despite prolonged attempts, adequate positioning could not be achieved due to the cardiac anatomy, and the impella rp flex was explanted without successful support. The patient remained in cardiogenic shock with evidence of biventricular failure. A bipella was discussed, and an impella 5.5 was subsequently implanted on (B)(6) 2025. Despite support, the patient¿s condition continued to deteriorate, and the patient expired approximately 1.92 hours following impella 5.5 implantation. At the time of mechanical circulatory support consideration, the patient was in profound shock (scai stage e) with a reported blood pressure of approximately 50 mmhg and was receiving more than three inotropes prior to impella support. In this case, the patient¿s underlying condition contributed most to the patient¿s death (cardiogenic shock, scai stage e, refractory biventricular failure, hypotension (reported blood pressure approximately 50 mmhg), and the need for more than three inotropes prior to consideration of mechanical circulatory support. The impella rp flex could not be successfully implanted due to patient-specific anatomical limitations, resulting in the inability to provide right ventricular mechanical support. There was no report or indication of device malfunction, deficiency, or device-related adverse events identified with the impella rp flex or the impella 5.5. The impella 5.5 was implanted following the aborted rp flex attempt and provided support for less than two hours in the setting of deteriorating hemodynamic status. Based on the available information, the death appears to be related to the patient¿s underlying disease process and rather than to the use or performance of either impella device. For reporting purposes, the event is conservatively assigned to the impella rp flex due to the primary unmet clinical need for right ventricular support.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult cardiac anatomy and resistance at aorta preventing successful delivery of impella. Device history review: device passed all post sterile inspection checks.

Event description:
The user facility reported that a obese patient with significant cardiac history presented for a redo mitral valve and coronary artery bypass graft x 1 which was done. While attempting to come off pump, the patient appeared to be in right ventricle failure. Several attempts were made to come off bypass with no success. Rp flex was attempted, however aborted due to patient anatomy and condition. Decision was made to place 5.5 and maybe revisit rp flex insertion. It was noted that even after the 5.5 placement the patient was still having preload problems 3 l/min was achieved. Surgeon called hub hospital for possible extracorporeal membrane oxygenation, however, hub declined. Decision was made to transfer to intensive care unit to allow family to see prior to patient passing.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.